Event description:
Customer alleges when driving scooter around, he could smell what he thought was the brake burning. (B)(4). No injury alleged.

Manufacturer narrative:
The dealer stated that he drove the scooter and noticed a burning smell possibly from the brakes. The dealer stated that the brakes are extremely hot to the touch after a few minutes of driving. The dealer stated that he is replacing the motor brake assembly to resolve the issue. No RMA issued at this time. No injury or medical intervention.